Event description:
It was reported that the pt developed a seroma and had muscle spasms over the seroma. She underwent surgical exploration of the pump pocket in 2008. The mesh pouch surrounding the device was explanted as a possible cause of the seroma formation. The pt was reported to have recovered without sequela. The pump was used to deliver morphine sulfate and bupivacaine.

Event description:
Additional information received indicated the patient had gained over pounds since the pouch was removed. The patient stated she had swelling all over her body and not just at the pump site.

Event description:
Additional information received from the hcp indicated the event was attributed to the dacron pouch. The rest of the weight gain was not likely to be related. The patient reports excellent pain relief. The drug was morphine sulfate and bupivicaine with stable dose at 12.668 mg/day.

Manufacturer narrative:
(B)(4).

Event description:
The patient had gained 80 lbs after surgery to fix a seroma ((B)(6) 2008). Although the pump helped with the pain, the patient was bedridden due to the weight gain. The patient's hcp believed her edema was caused by the implanted pump the implanting physician believed the edema was caused by oral medication.